Event description:
It was reported that the right ventricular (rv) lead exhibited elevated short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  2012 (B)(6); 5076-52 implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient was placed on a holter monitor for evaluation. Once the results from the holter monitor become known, reprogramming will be performed.